Event description:
The valve was implanted in 1994. In 2003, the patient's ventricle was enlarged and CT scan found the valve's internal step motor had become dislodged. The valve was explanted and replaced.